Event description:
A customer reported to beckman coulter, inc. (Bec) that canister waste sump exit on unicel dxc 600 synchron clinical system was leaking between canister and lid. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
The customer technical support (cts) had the customer tighten the canister. (B)(4).